Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was unconfirmed. The scanner did not show any sign of freezing when it was powered on and ran for 48 hours. The scanner did not exhibit any erratic flashing, switching between screens or turning itself off. The touch screen did not stop working and functions normally. Entering patient information did not cause the screen to blink, flash or shut down. Tried to duplicate all these problems, but the scanner ran fine. There is no root cause due to the problem could not be duplicated. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h.11.

Event description:
Per tm - the nurse was entering patient information and in the middle of that the touch screen stopped working then it began to blink erratically and then shut itself off. The nurse turned it back on and was able to enter patient information but then it started flashing between screens.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - the nurse was entering patient information and in the middle of that the touch screen stopped working then it began to blink erratically and then shut itself off. The nurse turned it back on and was able to enter patient information but then it started flashing between screens.